Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-03645. It was reported that during the ipg replacement procedure on (B)(6) 2020 (reference reg report: 1627487-2020-02002), high impedances were diagnosed on multiple lead contacts. As a result, the physician decided to explant and replace the entire system. Effective therapy restored post-op.